Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a delayed keypad. There was no patient involvement.